Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing patient samples on bd facslyric¿ erroneous results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: facsuite software version 1.5 is used on analysis workstation to analyse files from leukemia samples. After approve of results in a ldt test, false values were exported. It's visible that the values are incorrect calculated in facsuite. Example is a percentage value of 631,13% for cd4+ % cd3+ cells. The failure was not reproducible. Were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? Yes (but the failure of the calculation in facsuite is realized by the customer before send the false values to the hospital) . Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No. No impact on patients directly, internal controls found the failures. I

Manufacturer narrative:
H6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 18jan2021 to date 18jan2022. ¿ complaint trend: there are 6 complaints related to the issue of erroneous results; date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6) file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the erroneous results were due to improper calculations from the facsuite software but the root cause could not be determined. The facsuite software controls the bd facslyric flow cytometry system and provides the interface for data acquisition and analysis with said instrument. The customer reported that the facsuite software version 1.5 was being used during this event to analyze files from leukemia samples. The results were approved in a ldt test and were exported as a .csv file to the lis system. These results were found to be incorrect and can be seen attached to the parent record named ¿worklist_107_12 t-nhl_n_v4 ud (B)(4)_tnhl 1 report.pdf¿. The correct values can be found attached to the parent record named ¿worklist_002_12 t-nhl_n_v4 ud (B)(4)_tnhl 1 report.pdf¿. This issue was not reproducible and had no direct impact on any patients. The instrument is currently working as intended and is in use. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: n/a. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # (B)(4), rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified?: yes / no. O azure ID: (B)(4). O ID: (B)(4). O reg status: ivd; ruo. O hazard: s/w files corrupted. O cause: wrong information from facsuite clinical software or the facsuite software imported file. O harmful effects: potential wrong result leading incorrect results. O risk control: facsuiteclinical software or the facsuite software will checksum exported files and use the checksum to confirm that files are not tampered with on import. Facsuite clinical software or the facsuite software shall notify the user when they open an fcs file that has been modified outside facsuite clinical software or the facsuite software. Bd ivd assays gating algorithm will flag for incorrect staining pattern. O req link (azure ID): (B)(4) fs11-ars-161 multitest and tritest:qc warning message, 90478 fs11-ars-228 6c- tbnk : qc warning message, 91063 fs11-app-475 file tracking, 92513fs11-did-5833 file tracking o implementation verification: libivd-se-15-72p fs11-app-475_ file _tracking libivd-15-12p. O effectiveness verification: libivd-15-12flibivd-15-12aflibivd-se-15-72f. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. O azure ID: (B)(4). O ID: (B)(4). O reg status: ivd. O hazard: wrong results--absolute count calculation failure. O cause: error in the calculation (e.g. Incorrect parameters in the expression). O harmful effects: wrong interpretation of data. Potential incorrect or delayed results. O risk control: assay subsystem testing of expressions used in bd ivd assays users have no access to change how results are calculated. O req link (azure ID): n/a. O implementation verification: asvp-14-22, asvp-14-23, asvp-14-24, libivd-se-15-72p. O effectiveness verification: asvr-14-22, asvr-14-23, asvr-14-24, libivd-se-15-72f. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient : yes/ no. ¿ root cause: based on the investigation results the erroneous results were due to an incorrect calculation of results from the facsuite but the root cause could not be determined. ¿ conclusion: based on the investigation results the erroneous results were due to an incorrect calculation of results from the facsuite but the root cause could not be determined. Facsuite version 1.5 was used to analyze patient samples and the false results were exported to lis-system. These results were obviously incorrect and were identified and recalculated before being used. The failure was not reproducible and the instrument was functioning as expected afterwards. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h10.

Event description:
It was reported that while testing patient samples on bd facslyric¿ erroneous results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: facsuite software version 1.5 is used on analysis workstation to analyse files from leukemia samples. After approve of results in a ldt test, false values were exported. It's visible that the values are incorrect calculated in facsuite. Example is a percentage value of 631,13% for cd4+ % cd3+ cells. The failure was not reproducible. Were the samples analyzed on the instrument patient samples?: yes. If they were patient samples, were incorrect results obtained or used?: yes (but the failure of the calculation in facsuite is realized by the customer before send the false values to the hospital) any treatment provide to the patient based on the result? : no. Was there any harm to the patient?: no. No impact on patients directly, internal controls found the failures I.